Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. After removing the infusion set tubing, the customer noticed that the insulin in the cartridge appeared gel-like. The customer changed the pump supplies and insulin delivery was resumed. Multiple occlusion alarms were declared after the pump supplies were changed. The customer's blood glucose (bg) level was above 500mg/dl and manual injections were administered to address the bg level. During troubleshooting with tandem technical support, the cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed all the pump supplies and insulin delivery was successfully resumed without any additional occlusion alarms occurring.